Event description:
Consumer inaccurate readings (high) when compated to other meter. Analysis run on clark error grid using competitive reading (150) as ref. Point vs. Bd reading (450) yielded data points in the "c" range of the grid, outside acceptable range.